Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate is (B)(6) 2017. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis symfony multifocal intraocular lens (model zxr00, +21.0 diopter) was explanted from the patient's right eye in a secondary procedure. Additional information was received and it was learnt that lens was explanted as the lens dislocated post op. The patient's best corrected visual acuity was 20/40. An anterior vitrectomy was performed during the explant procedure. The lens was replaced with a model zma00 lens. There was no incision enlargement, and no patient injury was reported. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.